Event description:
It was reported that during a post op check there was a drop in sensing. Lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.